Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of failure code 4:122 was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Review of the device event history determined that the reported condition occurred on (B)(6) 2011 and not the originally reported occurrence date of (B)(6) 2011. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 4:122. It is unknown when or at what point in the process this condition occurred. Review of the device event history determined that this condition interrupted delivery. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. There was no patient involvement. No additional information is available.